Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 6 days after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was moderate. Pain and local infection were observed during the implant removal surgery. The patient will need another surgical intervention.